Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, a led in the numeric display did not illuminate. Internal inspection was conducted and a led of display d2 of the instrument board was damaged. The instrument board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the led on the numeric display does not illuminate. No consequences or impact to patient were reported.